Event description:
A customer reported a sys had touch screen and footswitch problems before surgery. The sys was exchanged to start and complete the surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).